Event description:
Note: this is one of two complaints, which occurred during the same procedure. Reference manufacturer report number 3005099803-2009-02189 for details regarding the other associated device. The date of event is unknown. It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy with polypectomy in the transverse colon. Patient's age and weight were not provided. According to the complainant, the first clip held the tissue fast and brought the mucosa together beautifully. The second clip would not deploy. While attempting to advance the third clip from the sheath, the sheath separated from the blue outer sheath connector, preventing the clip from being exposed. Reportedly, the first clip was sufficient to complete the procedure. There has been no report of complications or injury to the patient. The patient's status post procedure was said to be good.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation. The device was disposed of due to contamination, therefore, a failure analysis of the complaint device will not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).